Manufacturer narrative:
This patient had right tmj implants placed in (B)(6) 2014. More recently, this patient received left tmj implants in (B)(6) 2017. According to the surgeon, this patient developed symptoms of a low-grade infection of the left tmj approximately four months after surgery. The symptoms improved following antibiotic therapy. The surgeon removed the left tmj implants and placed an antibiotic spacer in the joint space. Tissue samples were taken for microbiological testing, and the results showed growth of p. Acnes. The surgeon is planning on placing revision components once the infection is resolved.

Event description:
The left fossa and mandibular components were removed due to an infection.